Event description:
The customer reported that a patient has his desat below the set limits but the monitor alarmed a yellow alarm only.

Manufacturer narrative:
The customer reported that a patient had his desat below the set limits but the monitor alarmed a yellow alarm only. Further investigation supports that the delay time on the monitor was set for 20 seconds and this alarm condition had a duration of less than 20 seconds. There was no malfunction. Philips assisted the customer in setting monitor desat alarm delay to 10 seconds. A final report will be submitted once the investigation is completed. (B)(4).